Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure line disconnect" message. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "proximal pressure line disconnect" message. The device was evaluated by the sales representative, and the message was confirmed in the event log. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the alleged issue could not be duplicated during testing. The se reported that the event log was also reviewed, and no error codes were found. No issues were observed during the inspection.

Manufacturer narrative:
Additional details were added to the record. The service engineer (se) reported that the issue was not duplicated during a test run; however, a "proximal pressure line disconnect" alarm was confirmed in the event log. The device was returned to the customer without repair (at the request of the customer).